Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter. Prior to the procedure, the interventional radiology scrub technician flushed the velocity catheter with saline and noticed that it was leaking. Upon inspection, the velocity catheter was broken. It was not used in the procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was misplaced.